Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and no delivery. The blood glucose reading was 235 mg/dl. The customer stated that because of the button error alarm, she was unable to use the esc and act buttons to clear the alarm. She also noted that the no delivery alarm occurred prior, and she had removed the battery to prevent further alarms. The customer did not recall any significant events leading to the alarms. Advised discontinuation of the insulin pump. Nothing further reported.